Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative neck pain and eventual re-operation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical fixation procedure on (B)(6) 2022 and absorbable hemostat was used. The product was used for hemostasis at the end of anterior cervical fixation. Pain started shortly after surgery. Possibly due to insufficient washing, a mass was found on postoperative MRI. The mass was confirmed to be a powder clot during re-operation. The surgeon considered that it was leading to the patient's pain. After surgery the patient complained of neck pain and re-operation was performed. It was difficult to tolerate the pain until the product was absorbed, so the fixation was performed again. Re-operation were the implant was removed and fixation was performed again two days later, probably because washing was not sufficient. The surgeon said that if washing is not sufficient in the cervical spine with a narrow space, the product may swell after surgery, leading to nerve compression. The surgeon also commented that even if washing is done, the product may swell after surgery, leading to a risk of compression near nerves. In the surgical field where there is no space, thorough use and washing are important. The patient has been discharged from the hospital. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure?: anterior cervical fusion 2. Where was the surgicel used (on what tissue)?: whole wound area. The powder was used for hemostasis before closing the wound. 3. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative neck pain and eventual re-operation?: the surgeon did not say the neck pain and re-operation were due to deficiency of the surgicel. What we do know is that the pain was caused by the clot of the surgicel and the surgeon underwent re-operation. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. How much surgicel was used during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.